Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. The device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system on (B)(6) 2007. It was reported that the pt's stimulation was no longer covering her pain. The pt was reprogrammed in an effort to re-capture effective stimulation; however, it was reported that there are plans to explant the pt's current ipg. No date has been set for the surgical procedure. No further info is available at this time. A supplemental report will be filed as necessary.